Event description:
Procedure type: low anterior resection. According to the reporter: dr (B)(6) performed a low anterior resection (robotically) on (B)(6). The pt developed a post-op leak seven days later in which he had to reoperate on the pt and divert to an ostomy. The leak was at the anastomosis site where he had used a 25mm eea. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).